Manufacturer narrative:
A review of the manufacturing documentation associated with lot 291198 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 80cm x 120 mm smart flex vascular stent system deployed ¿badly¿ in the artery, producing an "accordion phenomenon"; the entire length did not deploy. The area was pre-dilated prior to stent implantation using a 5x80 unknown balloon. Additional stents were required to cover the lesion. There was no reported patient injury. The intended procedure was reported to be a femoral transluminal arterial angioplasty. Lesion calcification was severe with moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer sheath when it was removed from the tray. The diameter of the unconstrained stent was sized 1-2 mm larger than the target area. There was a little resistance/friction during insertion of the device. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. It is not known if the patient was hospitalized or required extended hospitalization due to this event. The device is expected to be returned for evaluation.

Manufacturer narrative:
A 5mm x 80cm x 120 mm smart flex vascular stent system deployed ¿badly¿ in the artery, producing an "accordion phenomenon"; the entire length did not deploy. The area was pre-dilated prior to stent implantation using a 5x80 unknown balloon. Additional stents were required to cover the lesion. The intended procedure was reported to be a femoral transluminal arterial angioplasty. Lesion calcification was severe with moderate tortuosity. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer sheath when it was removed from the tray. The diameter of the unconstrained stent was sized 1-2 mm larger than the target area. There was a little resistance/friction during insertion of the device. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. It is not known if the patient was hospitalized or required extended hospitalization due to this event. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 291198 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty- partial deployment¿ and ¿stent~ incorrect length¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.